Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that he had pain with the healing process after implant. Pt stated he couldn't lean back and there was swelling. Pt stated about 2 weeks after the implant, at the follow up appointment they discovered the pt had an infection and the pt was given antibiotics and "it went away". Pt stated he thought he would heal quicker, patient services (pss) reviewed every pt is different and the pt stated his dr said the same thing. Pt stated he is very happy with the therapy - 85% of his pain is gone! Pt stated they are still fine tuning the therapy in a couple areas but when he saw his family doctor even that doctor said the pt was walking straighter, looking better, and "everything is calming down".